Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 300 mg/dl. Customer indicated that manual insulin injections would be used to stabilize bg level. The customer was able to reload a cartridge successfully.